Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as during a patient routine follow up, it was noted that the estimated remaining longevity was only five months before the elective replacement indicator (eri) is reached. A request was made to have data from this device analyzed. Data analysis confirmed the device began drawing an abnormal amount of power immediately after implant, and device replacement was recommended. The patient was hospitalized, and the device replacement procedure was successfully performed. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as during a patient routine follow up, it was noted that the estimated remaining longevity was only five months before the elective replacement indicator (eri) was reached. A request was made to have data from this device analyzed. Data analysis confirmed the device began drawing an abnormal amount of power immediately after implant, and device replacement was recommended. The patient was hospitalized, and the device replacement procedure was successfully performed. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observation of premature battery depletion. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.